Event description:
A report was received that a patient underwent an ipg revision because the physician determined the ipg would no longer hold a charge. During the procedure, the physician made the pocket site deeper. The patient is receiving adequate stimulation and is reportedly doing well.

Manufacturer narrative:
The explanted ipg was not returned to bsn for evaluation because it was kept by the medical facility. A review of the manufacturing documentation for the explanted device found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.